Event description:
It was reported that the patient presented in the emergency room with complaints of chest pain. Upon computed tomography (CT) scan, it was found that the patient's right ventricular lead had perforated the right ventricle. The lead was explanted and replaced. The patient was stable.